Event description:
Information was received indicating that a cadd-ms 3 ambulatory infusion pump under infused, reportedly the device had been infusing for three days, however the cartridge still had 1ml of remodulin remaining. The end user waited several days before calling which resulted in the programming not being able to be verified. Per reporter the end user also reported having severe site pain. Remodulin 2.5mg/ml united therapeutics. Dose; 1.25 ng/kg/min intravenous. Continuous (B)(6) 2021 to current. Lot: 939656 exp: (B)(6) 2023. Pulmonary arterial hypertension (pah).

Manufacturer narrative:
Additional contact information: (B)(6). Prescriber information: (B)(6).